Event description:
It was reported that a sedated pt sustained a second degree burn on their upper right arm after the MRI exams. Three exams were performed on the pt that included a pre-lumber exam using a ctl coil, abdomen pre and post exam and a post lumbar exam both using the body coil. According to the site, the pt was not padded and the pt was touching the side of the bore. The pt reported the burn after waking up. No into on treatment was obtained.

Manufacturer narrative:
The site technologist informed ge's field engineer that the site never used padding. The fe re-educated the technologist of the need for proper padding. The system's operator manual provides the user info of tissue heating during an mr exam, as well as instructions of proper pt positioning and padding. Add'l attempts are being made to obtain add'l info on the event, extent of the injury, and medical attention provided to the pt. Should this be provided, a supplement report will be filed.